Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. Device evaluation results: visual analysis of the returned device noted a crack is observed at the 3 mm luer lock level and a plastic part is missing. Device history record (DHR) summary: the release step combined with the absence of any deviation shows that no element could explain this issue: all the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling addresses the reported event as follows: precautions ¿ "failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported one syringe of juvéderm® ultra xc had the needle pop off. Patient contact was made. No injury to patient, staff, or injector. The packaged needle was used.